Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Observed water-based liquid contamination on the pcba (printed circuit board assembly) triangle upon visual inspection of the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. No malfunction or product deficiency was identified therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer reported a sensor scan result of 63 mg/dl with symptoms of nausea and shaking of the body. The customer had contact with a healthcare professional who obtained a reading of 500 mg/dl on their meter. The hcp administered treatment of insulin via insulin pump to the customer. There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.